Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a fistula graft in the subclavian vein and the 8.0x60 mm absolute pro vascular self expanding stent became stuck on the guide wire and could not be delivered. Both the stent and the guide wire had to be removed together. A new stent and a new guide wire were used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The product risk assessment identifies this as a foreseeable event. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported difficult to advance and difficult to remove. It may be possible that during use, the clearance between the guide wire lumen of the absolute pro and the guide wire was reduced causing the devices to become stuck together, resulting in the catheter inability to advance and the subsequent difficult to remove. However, this could not be confirmed because the device was not returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na